Event description:
The user facility reported that during a craniotomy with the patient in reverse orientation, the staff unlocked the surgical table's floor locks to rotate the table 90 degrees at which time the table began to tip. Personnel were able to prevent the table from tipping and the procedure was completed successfully. There was no reported injury to the patient or staff.

Manufacturer narrative:
The user facility requested their in-house biomedical staff to inspect the table and found no issues. A steris service technician inspected the table and also found the table to be operating properly. The articulation and stability were also tested with no issue. The operator manual states (pp.1-1): "warning-tipping hazard: do not disengage floor locks when patient is on table." Steris provided in-service on the proper operation of the surgical table on (B)(4) 2012.